Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that a closed forceps tip was unable to be opened after it was inserted into the eye during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that the unsatisfactory forceps was detected during a pars plana vitrectomy with membrane peel in the right eye. An alternate forceps was obtained in order to complete the procedure with no impact to the patient.

Manufacturer narrative:
Additional information is provided. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The complaint history was reviewed two years back which showed 18 comparable complaints with bent grasping arms. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. Due to surgery residuals it was hard to activate, but it could have been activated. It was found that the forceps arms were bent in a way that the forceps was already closed before the instrument was activated. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the instrument has been bent by an external force during use. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).